Manufacturer narrative:
The lead configuration was reprogrammed with acceptable measurements. The will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms and no capture on the left ventricular (lv) channel. No adverse patient effects were reported.